Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study the redivac drains are as safe and effective as conventional drains in the pediatric setting. [(B)(4)].

Event description:
Received an article titled "high-vacuum drains rival conventional underwater-seal drains after pediatric heart surgery". The purpose of the article was to study the safety and efficacy of these drains following pediatric cardiac surgery. Per the article adverse events included pleural effusion and pericardial effusions.